Event description:
It was reported the personal diabetes manager (pdm) battery expanded while the patient was onboard an airplane flight from amsterdam to hong kong on 27-10-2022. Mid-flight the patient noticed the pdm was no longer functioning and noticed a chemical smell releasing from the device. The patient removed the battery in case of a potential fire hazard and noticed the battery was significantly swollen and warm. The pdm was turned off/disabled and no longer could be turned on. No sounds or alerts came from the device. One day after the reported incident, the pdm battery was reportedly less swollen.

Manufacturer narrative:
Images from the customer were received that seem to confirm the allegation regarding battery swelling. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results from physical analysis. Additionally, lot release records were reviewed and confirm that the product lot met all acceptance criteria.